Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. Further analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. During the call, the patient indicated that the alleged meter inaccuracy began around 10 days prior to contacting lfs. The patient reported high blood glucose results of ¿515, 394, 540 and 550 mg/dl¿ with the subject meter. The patient claimed her usual blood glucose range is between ¿120 to 130 mg/dl¿ and that she had made no changes to her diet. The patient stated that she manages her diabetes with insulin (self-adjusts based on meter readings and carbohydrate intake) and continued to follow her usual diabetes management regimen in response to the elevated readings. On (B)(6), 2023, at 9:00 pm, the patient reported feeling like she was having a ¿low sugar episode¿ and described experiencing symptom of ¿cold sweats¿. There was no report of any medical treatment received due to the alleged issue. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.